Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with st elevation myocardial infarction (stemi). The occluded target lesion was located in the proximal to distal right coronary artery (rca). After a thrombus aspiration was performed using a non-bsc thrombus aspiration catheter, pre-dilation was then performed with a balloon catheter in the proximal to distal rca. Fluoroscopy was performed and it was confirmed that blood flow could be secured to the peripheral. Intravascular ultrasound (ivus) revealed eccentric calcification and long blood vessel of lesion length with thrombus. A 2.25 × 32mm synergy stent was implanted in the distal rca and another 2.50 x 38mm synergy¿ drug-eluting stent was implanted in the proximal rca. Stent thrombosis was the noted observed inside the 2.50 x 38mm synergy¿ stent immediately after implanting. The thrombus was aspirated using a non-bsc thrombus aspiration catheter and urokinase was injected, but finally it did not obtain the reperfusion. The procedure was completed and the patient was discharged. One year after, it was confirmed that there is no problem in patient's condition.